Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a DHR review was not performed for this pi. This lot was not manufactured by elmira. Please reassign this task to the correct group. Device history review: part: 292.623, lot: 36p9293, manufacturing site: (B)(4), release to warehouse date: jan 31, 2020. A manufacturing record evaluation was performed for the finished device lot number 36p9293 , and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that during an unknown procedure, when the surgeon drilled with the cannulated drill bit on the cannulated guide needle, the drill bit broke. It remained inside the patient's bone, making it impossible to remove it. The split fragments remains stable within the bone allowing it to be used as an intramedullary nail. The procedure was successfully completed with no surgical delay. This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 2 of 2 for (B)(4).